Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, an air leak occurred. The sheath was properly prepped and transseptal puncture was performed for left atrium access. After removing the dilator, continuous air ingress was noted while aspirating with a 30 cc syringe via the sheath sideport. The sheath was replaced and the procedure was completed with no adverse consequences to patient.